Event description:
It was reported that the patient was experiencing fatigue and it was noted that the right atrial (ra) lead had dislodged at some point after the initial implant about five months earlier. The ra lead was revised and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52, lead, implanted: (B)(6) 2014. (B)(4).